Event description:
On 4/16/86 an ipp device was implanted. On 5/14/86 the left cylinder was revised. On 10/15/86 both cylinders were revised. On 4/3/97 the cylinders and pump were removed from the pt and replaced due to leak - fluid loss.